Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was primed successfully and exercised with no alarms occurring. Review of the pump history revealed loss of prime warnings associated with zero force.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.